Event description:
Patient had a subcutaneous port placed in a subclavian vein in 2007. About 2 weeks later, the broken distal two-thirds of the catheter were removed from the right ventricle. The patient was later discharged home.